Manufacturer narrative:
Additional information was received that the physician assessed the event as unlikely related to procedure and stimulation, however, not related to hardware.

Event description:
A report was received that the patient experienced cramps, which were moderate in severity. The patient was admitted into the hospital on the same day and treated with medication. The device was reprogrammed and the patient was discharged five days later. The event remains not recovered/not resolved. The physician assessed the event as unlikely related to procedure, hardware, and stimulation.

Event description:
It was reported that the patient experienced cramps, which were moderate in severity. The patient was admitted into the hospital on the same day and treated with medication. The device was reprogrammed and the patient was discharged five days later. The event remains not recovered/not resolved. The physician assessed the event as unlikely related to procedure, hardware, and stimulation. Additional information was received that the patient was admitted due to spasms of the left arm and throat, which were moderate in severity. These symptoms started about six to eight weeks postoperatively and continued, despite adjustments to medication and reprogramming. During this admission, the patients medication and stimulation were adjusted. The patient was then discharged and the event remains not recovered/not resolved. The physician assessed the event as unlikely related to procedure and stimulation and not related to hardware.

Event description:
It was reported that the patient experienced cramps, which were moderate in severity. The patient was admitted into the hospital on the same day and treated with medication. The device was reprogrammed and the patient was discharged five days later. The event remains not recovered/not resolved. The physician assessed the event as unlikely related to procedure, hardware, and stimulation. Additional information was received that the patient was admitted due to spasms of the left arm and throat, which were moderate in severity. These symptoms started about six to eight weeks postoperatively and continued, despite adjustments to medication and reprogramming. During this admission, the patients medication and stimulation were adjusted. The patient was then discharged and the event remains not recovered/not resolved. The physician assessed the event as unlikely related to procedure and stimulation and not related to hardware. Additional information was received that the patient was admitted due to cramps in the left arm and neck, which were moderate in severity.

Manufacturer narrative:
Date of birth: (B)(6); exact date of birth is unknown. Additional suspect medical device components involved in the event: model: db-2202-45, serial/lot: (B)(4), description: dbs directional lead sterile kit 45cm. Model: db-2202-45, serial/lot: (B)(4), description: dbs directional lead sterile kit 45cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient experienced cramps, which were moderate in severity. The patient was admitted into the hospital on the same day and treated with medication. The device was reprogrammed and the patient was discharged five days later. The event remains not recovered/not resolved. The physician assessed the event as unlikely related to procedure, hardware, and stimulation.